Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Date of this report: 02/2015. Date rcvd by MFR: 11/20/2015. Conclusion / root cause: the shorted c165 capacitor on the cpu pcba and the shorted q14 on the power management pcba prevented the ventilator to power on. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator does not power on. The customer reported the unit was not in use on patient.

Event description:
The customer reported that the ventilator does not power on. The customer reported the unit was not in use on patient.